Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 05, 06 and 11 issue and unable to open. A technical support specialist (tss) remoted into the machine and restarted the application, and noticed that drawers 5, 6, and 11 were in a yellow state. The tss restarted it again, but it remained the same, indicating a possible drawer board issue. A field service engineer (fse) found the medbank had multiple drawer issues due to defective board. The fse replaced the controller pcb (printed circuit board). The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 05, 06 and 11 were unable to open when a nurse attempted to administer medication. Although the drawers were physically closed, the system prompted the user to close the drawer, preventing access to the medication. Remote access to the machine was performed, and the application was restarted; however, drawers remained in a yellow state. A second restart was attempted with no change in status. The issue was identified as a possible drawer board failure. However, there were no adverse events or injuries reported based on this event.